Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the self-test failed and the service indicator was illuminated. The device was also locking up when being powered on. There was no patient use associated with the reported failure.